Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 30 cm length thoracic aortic dissection. It was reported that the patient had a proximal type 1 endoleak that was filling the false lumen of the dissection at the left subclavian. Per the physician, the cause of proximal type 1 endoleak was most likely due to patient anatomy of disease progression since the stent graft is at the level of the left subclavian. There is also a type iii endoleak, separation between two valiant stent grafts, feeding the false lumen. In addition, a large fenestration distal to the grafts and the celiac was also perfusing the false lumen. The patient did not have a proximal landing zone in the descending thoracic aorta because the left carotid, left subclavian and brachiocephalic came off very close to one another. The patient was not an open candidate due to pulmonary issues. A carotid to carotid to subclavian bypass was done prior to the intervention. The physician¿s plan was to fenestrate the brachiocephalic artery post stent graft placement to perfuse the brachiocephalic. The two 38x38x200 valiant stent grafts were implanted without incident from the distal previously placed graft into the ascending aorta. While fenestrating the brachiocephalic, there was a loss of fluids and pleural effusion was noted. It was reported that the physician performed an open repair and it revealed that there was a perforation in the origin of the brachiocephalic. The patient expired on the table. Physician stated that the perforation was from either the laser or catheter manipulation during the fenestrate the brachiocephalic . Per the physician, the official cause of death was due to pulmonary failure.

Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: off-label (implanting in ascending aorta) failure to follow instructions (fenestration of the stent graft).